Event description:
Procedure type: unknown. According to the reporter: the instrument fired incorrectly causing another hour of operating room time to redo the anastomosis. There was no bleeding reported in excess of 250cc. The case was delayed by over an hour. There was no unanticipated tissue loss. To correct the situation, another device was applied.

Manufacturer narrative:
(B)(4).